Event description:
It was reported that during a laparoscopic nephrectomy that took place several months ago, a clip was used to ligate the renal artery. Soon after the patient was operated on, they were taken back to theatre and re-operated on as a result of a sudden blood pressure drop. It was found that the clips that were used to ligate the renal artery could not be found and that the vessel was bleeding. The vessel was tied using a suture and a clip was placed distal to the suture for extra security. Post op, the patient was returned to theatre due to a similar set of circumstances i.e. Blood pressure drop. Again it was found that the vessel was bleeding. A combination of suture ties and clips was used to cease the leakage. No further problems were encountered post op. The surgeons felt the reason for the bleeding was due to the patient's pathology and high levels of blood pressure rather than the device not working properly in terms of ligating the vessel.